Event description:
It was reported that the pt had severe uncontrolled back pain. A contrast study was done; a fibrosis was found at the tip of the catheter. The catheter was removed and re-implanted. The pt was pain-free after the revision. The pt recovered without sequelae. The medications being delivered via the device system were baclofen, clonidine and fentanyl.